Event description:
The customer reported a user interface module (uim) with a "blank screen", and requested that they send it in for repair service. Carefusion technical support issued an rga to the customer for the return of the alleged faulty user interface module. No pt involvement.

Manufacturer narrative:
The faulty control printed circuit board assembly was routed to the failure analysis lab for further investigation. The failure analysis lab found that the control printed circuit board was not receiving new software uploads. The root cause was attributed to the control printed circuit board software version 4.6. Carefusion has initiated an internal corrective action request through our corrective and preventative action system to address this issue.

Manufacturer narrative:
(B)(4). The alleged faulty user interface module (uim) was received and routed to the carefusion service dept for investigation. Carefusion service dept evaluated the user interface module, and was able to duplicate the reported issue. The root cause of the issue was attributed to a fault control printed circuit board assembly. The faulty control printed circuit board assembly was removed and a new control printed circuit board was installed. Software was reloaded, and performance tests were ran to assure that the unit was performing according to manufacturer specifications before it was shipped back to the customer.